Event description:
It was reported to medtronic minimed that the customer reported multiple pump errors like the customer received pump error 23 (post-reset ram crc alarm), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 68 (trace pointers are invalid) and pump error 75 (power supply test failed during self-test). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. The pump was not exposed to a high magnetic field. The customer was able to clear the alarm and complete rewind. The pump passed the displacement test. No harm requiring medical intervention was reported. Mmt-1881 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement, failed self-tests due to pump error 75 alarm. Successfully downloaded history files and traces using thump confirmed (75) alarm on 06/23/2025 05:27:36.000 hour for alarms that may have occurred in the past and line number 434 file number 37 06/23/2025 05:27:07.000 , confirmed (68) alarm on confirmed (68) alarm on 06/23/2025 05:27:36.000 hour for alarms that may have occurred in the past and line number 645 file number 39 06/23/2025 09:37:42.000, confirmed (49) alarm on confirmed (49) alarm on 06/22/2025 23:08:01.000hour for alarms that may have occurred in the past and line number 645 file number 39 06/22/2025 23:06:43.000 hour and (23) alarm on 06/23/2025 09:37:53.000hand confirmed (23) alarm on confirmed (23) alarm on 06/23/2025 09:37:50.000hour for alarms that may have occurred in the past and line number 645 file number 39 06/23/2025 09:37:19.000 hour and (23) alarm on 06/23/2025 09:37:53.000hour for alarms that may have occurred in the past and line number 434 06/23/2025 09:37:50.000. Pump error 75, 68, 49 and 23 found in the history files or traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, j6/pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In conclusion, pump error 75, 68, 49 and 23 found were confirmed due to moisture damage on the j6/pcba 1 connector. In conclusion, pump error 75 and 25 found were confirmed due to moisture damage on the j6/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.